Manufacturer narrative:
(B)(4). B braun medical inc is submitting a single report on behalf of b braun (B)(4) (the MFR) and (B)(4) (the importer). (B)(4). The actual sample involved has not been rec'd yet. All available info was forwarded to the actual MFR, b braun (B)(4) on the investigation into this event is on going at this time. A follow up report will be provided when the evaluation results become available.

Event description:
As reported by the user facility: ref # (B)(4), serial # unk, one item occurred about one week ago. Reports continue to have issues with the plug, latest incident started a small fire. Attempted to call customer on phone number from complaint listed in e-mail, it was a wrong number. E-mailed customer asking for call back, he called back on (B)(6) 2013 gained details from him this is a new incident, and picture on e-mail is for this incident. Also reports fire was confined to the smoking of the plug itself. (B)(4).